Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (serial #(B)(4)) found that the setscrew was backed out too far. The setscrew was backed out too far, forced into the tecothane, and rotated in the tecothane. Small chips of tecothane material had been cut free by the setscrew. The setscrew could not be re-aligned into the block threads for testing. Analysis of the wrench accessory found no anomalies. Result: wrench accessory.

Event description:
It was reported the healthcare provider (hcp) had some 'resistance' when inserting the lead into the implantable neurostimulator (ins) port, however the lead was still inserted. It was stated the hcp had to 'go at an angle' to get at the setscrew, but they were able to tighten it. Impedances were reported as 'goofy,' therefore the lead was taken out, 'wiped down' and reinserted. Initially the hcp could not back out the setscrew, but then was able to. It was then stated when the lead was reinserted, the setscrew just kept spinning and would not tighten. A different ins was used to complete the procedure. Two days later, it was reported the patient was receiving effective therapy and the new ins 'worked fine.' Clarification was given on the impedances, and they were stated to be greater than 4,000 ohms on 'several combinations, but not all.' In addition, it was reported force was needed to insert the lead. The setscrew was also 'difficult to locate.' It was further stated the setscrew was 'faulty from the beginning.' No injury was reported and the patient recovered without sequela.

Manufacturer narrative:
Concomitant products: product ID neu_wrench_acc, product type accessory; product ID neu_unknown_lead, product type lead. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.